Event description:
It was reported that during a lobectomy procedure, at the second and third firings, and trigger could not be grasped completely. Also both the stapling and cutting could not be completed. The first firing was completed without any problem. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged firing trigger teeth. Eval summary: the analysis results found that the instrument was returned in good visual condition and with a cartridge loaded in the instrument. The cartridge was received partially fired and with the lockout tab normal. The firing mechanism noted to be damaged. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. Although no conclusion could be reached as to how the firing trigger teeth became broken, this damage can occur when excessive force is applied to the firing trigger when the device is clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.